Event description:
It was reported that the patient didn¿t think her stimulator was working because she had pain in her leg. It felt like she pulled a hamstring or something in her leg and she had so much pain there she couldn¿t walk. This was happening on the right side of her leg where the stimulator was located. It was noted her right leg always bothered her a lot along with arthritis. The patient decided to turn the stimulator on and increase stimulation to see if it was working. ¿at first it didn¿t come on, it came on the left knee, but didn¿t on the left side because I guess I had it turned up higher, so I adjusted it and turned it up too high on the both sides.¿ she had increased stimulation too high so that her whole body was vibrating. She was in shock of what was happening and had forgotten how to turn stimulation off which is why she called. It was noted this all happened about 20 minutes prior to the call. The patient was walked through turning stimulation off. Basic functionality of the patient programmer was reviewed with the patient. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
The patient¿s physician reported that the event was not device related. Reprogramming was not needed. The patient had not lost therapeutic effect. The patient had accidentally increased the intensity [unreadable]. Problems from this were taken care of [unreadable]. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 7435, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension; product ID 3487a-33, lot# j0104145v, implanted: (B)(6) 2001, product type: lead. (B)(4).